Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and follow-up report will be filed.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500ml. Flow rate: 8ml/hr. Procedure: total knee replacement. Cathplace: femoral block. Date of surgery: (B)(6) 2011. The bolus button would not pop back up on the pumps. The pumps were removed from the patient, clamped and unclamped after one minute, but the bolus buttons would not go back up. The orange indicator on both pumps is in the down position. The pumps were briefly attached to the patient since they weren't working properly. Additionally, the pharmacist reports feeling something else come loose when removing the red tab on the two pumps. Date of event: (B)(6) 2011.